Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The service engineer evaluated the ventilator, and downloaded the latest software revision. The ventilator passed all testing. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator generated a ¿loss of communication¿ error message. There is no available information regarding patient involvement.

Manufacturer narrative:
(B)(4).